Event description:
Boston scientific received information that this left ventricular lead exhibited increased thresholds and diaphragmatic stimulation due to dislodgement. A revision procedure was performed; the lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead ventricular lead was successfully repositioned and remains implanted. Should additional information be received an amended report will be submitted.